Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device failed to discharge. The device was removed from service and during subsequent testing, the device failed self-test. However, further testing was unable to duplicate. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.